Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The product will not be retuned as they were disposed. Additional information revealed the patient admission date was (B)(6) 2026 and was discharged on (B)(6) 2026.

Manufacturer narrative:
B5: describe event or problem - updated.

Manufacturer narrative:
The reported allegation is not confirmed. The device has not been returned to bsc for analysis at this time. Risk review: a risk review was performed using hazard analysis documentation. When the sheath is used to access the heart, under normal use, this can cause a pericardial effusion. No additional review is required at this time. Device history record (DHR) review: the DHR for cl14499 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Pericardial effusion is an expected procedural complication addressed in the IFU for the faradrive sheath. The known inherent risk of device cause code was selected based on the information provided within the event description.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The product will not be retuned as they were disposed. Additional information revealed the patient admission date was (B)(6) 2026 and was discharged on (B)(6) 2026.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The product will not be retuned as they were disposed. Additional information revealed the patient admission date was (B)(6) 2026 and was discharged on (B)(6) 2026. Additional information revealed that a routine thoracic puncture catheter commonly used in hospitals for effusion drainage was utilized for the transseptal puncture, with no special instruments required. No resistance was encountered while maneuvering either the catheter or the guidewire. The effusion was discovered during withdrawal of the catheter after the ablation procedure had been completed, and pericardiocentesis was performed as treatment. At the time the effusion was identified, the catheter was located in the right atrium. Imaging to locate a perforation was not performed, and the complication occurred only after the ablation had concluded. The effusion was located within the pericardial cavity. The farawave and faradrive catheters will not be returned, as the ablation procedure had already been completed. Additionally, the issue was resolved on (B)(6) 2026.

Manufacturer narrative:
The reported allegation is not confirmed. The device has not been returned to bsc for analysis at this time. Risk review: a risk review was performed using hazard analysis documentation. When the sheath is used to access the heart, under normal use, this can cause a pericardial effusion. No additional review is required at this time. Device history record (DHR) review: the DHR for cl14499 was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Labeling review: there is no evidence this device was used in a manner inconsistent with the labeled indications. Additional review is not required. Pericardial effusion is an expected procedural complication addressed in the IFU for the faradrive sheath. The known inherent risk of device cause code was selected based on the information provided within the event description.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter and faradrive steerable sheath clear were selected for a clinical procedure. At the start of the procedure, the patient was in sinus rhythm with a heart rate of 47. During the case, the patient developed a pericardial effusion, and a pericardiocentesis was performed to address the complication. The patient required hospitalization. The product will not be retuned as they were disposed.